Event description:
Doctor from the (B)(6) hospital performed the procedure of inserting a vena cava filter. The intraoperative imaging was successful, and the filter was released but failed to open. Despite repeated attempts, the filter still cannot be opened properly. Use the filter recycling kit to remove the filter. In vitro test, the filter legs are hooked together and cannot be opened smoothly.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
After a thorough review of the manufacturing and inspection records for this lot, no deviations or non-conformances were identified. The returned product from the customer was also examined. Visual inspection revealed no damage to the filter, and a borescope inspection of the sheath¿s inner lining confirmed it was undamaged. The filter was loaded into the cartridge using a pin tool. The returned device was then functionally tested and was deployed with no issue using the pusher wire. The filter was then set in warm water and expanded as intended with no issue. Unfortunately, as the issue could not be replicated, we are unable to confirm the complaint. Therefore, no corrective action will be taken at this time. Argon will continue to monitor for similar occurrences. Additional information provided in d.9., h.3. H.6. And h.1.